Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia after a supply change and meal, with glucose rising to 399 mg/dl before decreasing following education and a fill-tubing procedure; the user noted initial uncertainty about seeing enough insulin drops during the change and used a meal announcement as a correction, after which glucose trended down, and no device leaks, bubbles, disconnections, or alerts were observed. Symptoms included hyperglycemia without reported clinical consequences. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the medical device problem could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.